Manufacturer narrative:
The device has not been returned to zoll medical corporation for assessment. Three follow-up attempts have been made to contact the customer, and as of now, no response has been received. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during incoming testing, the device displayed a "paddle fault" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.